Manufacturer narrative:
Examination of the returned instrument confirmed the complaint. Previous complaint samples were submitted to commercialized product development for evaluation. A design review dr-002087 was created on october 29, 2014 to review the design, determine root cause, and any corrective action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
A piece of the screwdriver for the 6.5 acetabular screws broke off in patient. The fragment was removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.